Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a missing display window, and a cracked reservoir tube lip. Unable to verify any alarms due to the damaged lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer's blood glucose was 146 mg/dl at the time of the incident. Customer was in the process of changing out his set when the pump alarmed no delivery. Customer was on hold and stated that he got the pump working again. Customer treated with a manual injection. Customer stated that the pump fell off his shorts and hit the floor. Customer reported that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.